Event description:
It was reported that during the implantation of a bifurcated device and a suprarenal aortic extension to emergently treat an aneurysm rupture, the patient expired due to blood loss. Reportedly, the patient presented with ruptured aneurysm and coded intra-operatively while the physician was attempting to place the endovascular devices. There was no report of difficulty or issues in the use of endovascular devices.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. Furthermore, medical records were also not provided for investigation. No conclusions could be drawn.

Event description:
It was reported that after the implantation of a bifurcated device and a suprarenal aortic extension, the patient expired allegedly due to an aneurysmal rupture. Reportedly, the patient presented with symptoms of back pain due to ruptured aneurysm and the patient coded intraoperatively due to excessive blood loss during the procedure.